Event description:
It was reported that approximately two weeks after the implant procedure, this right ventricular (rv) lead exhibited increased capture threshold measurements. There was no evidence of loss of capture. However, the physician elected to surgically reposition the lead to resolve the event. At this time, the rv lead remains implanted and in-service. No additional adverse effects were reported.